Event description:
The pt is a (B)(6) female admitted to the medical center on (B)(6) 2011 for a scheduled gastric by-pass surgery. The surgeon reported that during the procedure, an endoscopic stapler misfired. The scrub nurse reported no problems loading the white staple cartridge. Upon firing the staples, it was noted that approximately one-half of the staples were not fully crimped. The staple line was examined and determined to be stable. No intervention was taken. The pt was not harmed by the event. The pt was discharged form the medical center on (B)(6) 2011. The event did not extend the pt's admission.